Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field detailed product information was not provided to bsc and lot is unavailable per account/customer. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During device preparation on the back table, the farawave catheter packaging was opened, and the spline was observed to be broken at the mid spline, and the spline appeared to be "almost cut". A new catheter was opened, and the procedure was successfully with no patient complications.